Event description:
During preventative maintenance of the device, the user reported the heater cooler voltage reading was out of specification. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.